Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date: estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for mitral stenosis. It was reported that the initial mitraclip procedure was performed in 2014 to treat grade 4 mitral regurgitation (mr). One clip was implanted, reducing mr to 2. The mean pressure gradient was 4mmhg. On an unspecified date, approximately five months ago, the patient experienced fatigue and dyspnea. Mr had increased to 3-4 due to progression of disease. The clip was secure on both leaflets and there was no injury related to the implanted clip. However, the mean pressure gradient is at 6mmhg. The mitraclip and progression of disease contributed to the mitral stenosis. The patient inquired about compassionate use of the tendyne trial. It is unknown if additional treatment is planned. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A lot history record review could not be performed as the part number and lot number are unknown. The reported mitral stenosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Based on available information, the reported mitral stenosis appears to be due to a combination of procedural conditions and patient morphology/pathology (disease progression). There is no indication of a product issue with respect to manufacture, design, or labeling.na.